Event description:
It was reported that 6 hours following deployment of a liberte stent, the patient experienced an inferior mi. The lesion was located in the proximal vein graft of a svg to the right coronary artery (rca). The patient presented with stable angina and a positive stress test. The lesion was initially predilated with a maverick 4.0x15mm balloon two times, first was 3.6 atms for 6 seconds and the second was 15.6 atms for 56 seconds. The lesion was then dilated with a quantum monorail 4.5x15mm balloon 3 times, 4.8 atms for 10 seconds, 9.1 atms for 12 seconds and 16.9 atms for 56 seconds. During the deployment of the liberte stent, it was noted "waist was seen and did not yield." The liberte stent was deployed at 17.8 atms for 31 seconds. The liberte stent was post dilated with a 5.0x9 nc monorail balloon with two inflations, 14.1 atms for 28 seconds and 14.4 atms for 31 seconds; however "the stent was implanted, however, waist was still seen, the physician still saw waist at the bottom of the lesion." Approx 6 hours later, the patient had an inferior mi and was brought back into the cath lab. The lesion was found to be totally occluded. An attempt was made to cross the lesion with another manufacturer's guidewire; however, it would not cross the lesion and was removed. A maverick 4.0x15mm balloon was then advanced and inflated 2 times, 12.5 atms for 17 seconds and 12.1 atms for 12 seconds. Another manufacturer's aspiration catheter was inserted, medication given, and the aspiration catheter was removed. The maverick balloon was then inflated an additional 13 times, 2.1 atms to 7.6 atms for 5 to 14 seconds. Another manufacturer's aspiration catheter was again inserted, and the catheter was removed following removal of the thrombosis. It was reported by the physician that "the stent looked as though it was fractured." The physician then advanced another manufacturer's guidewire into the proximal rca; however, he was unable to access the lesion and withdrew the guidewire. Following crossing by a pt graphix guidewire, maverick balloons sized 1.5x15, 1.5x9 and 2.5x20 were advanced in succession and inflated a total of 24 times. Four other manufacturer's stents were then deployed, distal to ostial rca. An iabp was also inserted. Patient status was reported as 'good.'

Manufacturer narrative:
As the stent remains implanted and the delivery device has been confirmed as disposed, no product analysis can be completed and no root cause determination can be made.